Event description:
Additional information was received indicating an attempt was made to re-sheath the distal end of the flow diverter using a microcatheter; however, this was unsuccessful. The microcatheter was then withdrawn together with the distal end of the stent, which could not be fully re-sheathed. The stent was still exposed when removed as described above. A second flow diverter stent was subsequently deployed using a new microcatheter. There was no report of injury to the patient.

Manufacturer narrative:
Additional information was updated to section b.5. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the flow diverter stent was used in an unspecified procedure. After initial deployment, the physician attempted to re-sheath the stent for redeployment but was unable to recapture the stent at the distal end. The physician was able to remove the stent from the patient and used another stent of the same size and successfully completed the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The investigation is pending completion. Upon completion of the investigation, a supplemental MDR report will be submitted.